Manufacturer narrative:
Initial reporter full name: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console could not recognize the fiber optic sensor. The console was switched out for a different one, but the issue persisted. The iab was then replaced with a new one which resolved the issue. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: section d - serial# from: unknown to: (B)(6), (serial number sectioned unable to be updated in this supplemental record due to the field disappearing). The product was returned with the membrane loosely folded with blood on the exterior of the catheter. Two catheter tubing kinks were observed near the y-fitting at approximately 74.7cm & 75.9cm from the iab tip. Additionally, further visual examination of the product detected that the optical fiber was broken at approximately 25.7cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The optical fiber was found to be broken, confirming the reported problem. However, we are unable to determine when this may have occurred. We are unable to duplicate the clinical settings. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console could not recognize the fiber optic sensor. The console was switched out for a different one, but the issue persisted. The iab was then replaced with a new one which resolved the issue. There was no reported injury to the patient.